Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 435 mg/dl. Customer felt that, her transmitter was broken since it has been giving her readings off 20-30 points and then middle of night she had an sensor glucose was 120 mg/dl and blood glucose was 40 mg/dl and her blood glucose said 435 mg/dl with again sensor glucose of 100 mg/dl. Customer treated high blood glucose with manual injections and an hour ago it went down to 315 mg/dl and now at 206 mg/dl. Customer declined troubleshooting for the high and low blood glucose and treated low blood glucose by food. The device will not be returned for analysis.